Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator could not be interrogated despite the use of two different programmers and two different wands. The patient reported not feeling well the last few days, however, no syncope was experienced. A boston scientific technical service consultant was contacted and suggested to check for an external ECG waveform and printout. The result was that the patient had a sinus rhythm at 40 bpm with no pacing available. A magnet check for beeping verification was performed with no answer from the device. This device had been implanted on (B)(6), 2011 in a subcutaneous location. The last device check and follow-up was on (B)(6), 2011 and at that time the device had a good battery level with 8.4 seconds charge time and remaining longevity indication of 8 years. The device was removed, replaced, and returned for analysis. It was noted that after the device was explanted, it still was not possible to interrogate it. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry could not be established with the device. Prior to performing detailed testing, x-rays were taken of the device to non-destructively identify any potential internal issues. No irregularities were noted with the device's internal components based upon x-ray evaluation. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. An external power supply was connected to the device and a higher than normal current drain was observed. In an attempt to determine the cause of the high current condition, electrical testing and photo emission analysis were conducted, which isolated the high current condition to an anomaly on one of the component layers (oxide) within a region of the device's integrated circuit. This anomaly causes a high current drain, which over time can result in premature battery depletion, as was observed in this case. Integrated circuits are manufactured by depositing many thin layers of conductive (metal) and non-conductive (glass/oxide) material on a semi-conductive substrate. Depending on purity of the materials used, the specific processes used to deposit these thin layers, and the cleanliness of the chambers in which the depositing process is accomplished, defects can be introduced in normally non-conductive oxide layers that would allow electricity to flow where it should not, which may alter component/device function, increase current drain, and deplete the battery prematurely.